Manufacturer narrative:
The product was not returned to abbott vascular for analysis. Based on the information provided, a definitive cause for the reported difficult or delayed activation (difficult to deploy) plunger and needle to cuff miss could not be determined. Factors that contribute to plunger deployment issue, needle to cuff miss include, but not limited to, needle deflection during plunger deployment due to interaction with patient anatomy (human tissue, etc.) Or failure to maintain a stable position of the device with respect to the tissue tract. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional device referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after carotid artery stenting (cas) procedure with a 7f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred with two devices. It was noted resistance was felt while advancing the plunger of the first device used. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.